Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable - clamp tubing". The pump had a residual volume of 37.9 ml. 34 mls were administered to the patient before the alarm occurred. There was air found in the tubing. The patient was not affected. There were no reported adverse events.